Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments and analyzed. The distal and proximal conductors were extrinsically di storted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. (B)(4)

Event description:
It was reported that during an implant procedure, hemorrhage occurred at the pocket. It took more than one hour to determine the exact bleeding site and hemostasis. During hemostasis, the ventricular lead position was migrated. A stylet was attempted to be reinserted after hemostasis, but only tapered part tip of the stylet was able to pass through. Fluoroscopic image confirmed severely bent lead. Another lead was implanted. No patient complications have been reported as a result of this event.